Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were also 12mm length screws implanted & explanted. Please see 1032347-2010-00110.

Event description:
It was reported the patient had sternlock plates and screws implanted (B)(6) 2010. Due to coughing, the patient's sternum was completely pulled apart, screws and plates pulled away from bone. The plates and screws were explanted on (B)(6) 2010 and a pec flap was performed.